Event description:
Medtronic legal received information regarding (state the reported event customer¿s hospitalization from the attorney of the family. The information received on (B)(6) 2022 customer was admitted in hospital due to under delivery.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.